Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with moderate tortuosity, moderate calcification, and 99% stenosis, pre-dilatation was performed with a non-abbott dilatation catheter. A 3.5x15 rx trek dilatation catheter was advanced without resistance for further dilatation and inflated two times for 10 seconds at 8 atmospheres. On the third inflation at 10 atmospheres the balloon ruptured. The rx trek was withdrawn from the patient anatomy without resistance and it was confirmed on cine that no additional dilatation was required. A non-abbott stent was implanted to treat the target lesion and post-dilatation was performed with the stent balloon. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.